Event description:
It was reported that the armada balloon catheter was placed at the lesion site in the anterior tibial, that had no calcification or tortuosity, and was inflated to 6 atmospheres and was deflated with no issue. The armada was pulled back a bit and inflated to 5 atmospheres but at this point would not inflate any further and the device was not holding contrast. The armada was removed from the patient and another of the same size was used successfully. There was no clinically significant delay in the procedure and no adverse patient sequela. The patient outcome was well. The account manager tried to inflate the armada in the cath lab with a syringe and she observed the proximal shaft, near the hub area, leaking; the balloon itself seemed fine. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned balloon catheter found no blood visible and contrast in the balloon. The balloon was loosely folded. There was no damage noted to the balloon catheter. A new indeflator filled with water was used to inflate the balloon to the rated burst pressure (rbp). The balloon inflated to rbp with no anomalies noted. There was no leak in the shaft noted as reported. The reported leak could not be confirmed during functional testing and a conclusive cause could not be determined. Based on the returned device analysis, there is no indication of a product deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. All balloon dilatation catheters are 100% visually inspected and leak tested during the manufacturing process.